Event description:
It was reported that a transient ischemic attack occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa. There were no complications that were reported to have occurred during the procedure. Post implant, the patient experienced a transient ischemic attack. It was also noted that there was a thrombus on the closure device. The patient was fine following these events and was restarted on their anticoagulation medication.

Manufacturer narrative:
Date of event/implant date - estimated as (B)(6) 2022 as date of implant was noted to be early (b(6) 2022 and the event occurred shortly after.